Event description:
This ra lead was implanted on (B)(6) 1996 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 reportedly stated that patient has known atrial lead issue, noise and farfield oversensing. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).